Event description:
It was reported that the day after implant, undersensing was noted on the right ventricular (rv) lead via remote monitoring. Lead sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).